Event description:
It was reported to boston scientific corporation that a radial jaw pulmonary biopsy forceps was used during a biopsy procedure. According to the complainant, the biopsy forceps device was dropped in box with the supply department indicating that the device failed; no information regarding the exact failure of the device was left with the device. Reportedly, no patient, procedure or event details could be reported by the complainant. This event has been deemed a reportable event based on the investigation results; jaws broke.

Manufacturer narrative:
(B)(4) for the evaluation finding of jaws broken. A visual examination of the returned device found that a jaw had broken at the tang hole section. Further analysis found that the failure site exhibited a bending event at the tension and compression zones most likely caused by bending overload. Additionally the failure site presented transversal cracking parallel to the fracture plane which is typical of a bending action. The failure surface showed dimples rupture which is indicative of a bending action. Furthermore, the failure presented a faceted fracture, evidence of a bending action in brittle material. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the device failed. Based on the material analysis, the fracture likely occurred due bending overload. There are controls in the manufacturing process that exist to limit product performance issues. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.